Event description:
It was reported that the pt's knee gives out and that an xray taken by her chiropractor shows loosening.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: the components implanted were confirmed as compatible. Primary operative notes provided appear to follow proper technique with no major complications noted. X-rays dated (B)(6) 2011 seem to show correct fit and orientation of the components. There may be a possibility of the implant not being flush with the femur. However, zimmer employee are not health care professional and are unable to provide medical advice based on x-ray. The surgical technique recommends applying cement directly to the femur and down into the holes to aid in positioning the implant pegs during insertion. It also cautions "some press-fit may be necessary to ensure an optimal fit." Regarding infection, the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Shoulder add'l substantive info be received, the complaint will be reopened. Zimmer, (B)(4), considers the investigation closed.

Event description:
It was further reported that the pt has now been revised due to loosening and also noted (B)(6) to infection. The pt is being treated with IV antibiotics.